Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a motion sensor test failure alarm. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a motion sensor test failure alarm during the rewind due to a corroded motor home switch. Unable to perform the operating currents, unexpected restart or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify the button keypad anomaly due to the alarm. No moisture/damage on the keypad was noted. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a cracked reservoir tube lip.